Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. The patient was hospitalized for the event. Treatment was not reported. No further information was provided regarding the patient's outcome of the peritonitis event. At the time of this report, extraneal and physioneal therapies were ongoing. No additional information is available.